Event description:
Although the medtronic ave stent is not indicated for use in non-native coronary arteries, a 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent across lesion in the left internal mammary artery. It was not possible to cross the lesion; therefore, the stent delivery system was pulled back in the vessel. Upon removal, the stent caught on the tip of the guide catheter causing it to dislodge from the delivery balloon in the left internal mammary artery. The stent was subsequently snared and removed from the pt. It is unknown if there was further treatment to the lesion. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event...the lesion not being pre-dilated likely contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed, when the stent was pulled into the guide catheter while the catheter was still engaged to the left mammary artery.